Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they noticed a hole in the tube while inserting the feeding tube.

Manufacturer narrative:
The device history record files were reviewed, and no discrepancy was found related to the reported condition. Two photographs were submitted for investigation and one decontaminated sample was received for analysis. After performing a visual inspection based on product specification; the tubing did appear ruptured caused by it being trapped within the seal of the package. The complaint has been confirmed. A formal corrective/preventative action has been initiated to further investigate and address the condition.